Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The source literature reported twenty patients with concomitant subcutaneous implantable cardioverter defibrillators (s-ICD) and left ventricular assist devices (lvad) that were retrospectively reviewed for clinical outcomes. When sensing vectors of s-icds were determined in the presence of concomitant s-icds and lvads, varying sensing outcomes were observed. One patient received an inappropriate shock secondary to p-wave over-sensing, and the device was reprogrammed to alternative vector. Two patients with heartware ventricular assist devices experienced electromagnetic interference (emi) after implantation of an lvad. Another patient presented with emi in all three vectors. This device was programmed off and the patient received a transvenous device. No additional adverse patient effects ere reported.